Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right ventricular (rv) lead exhibited noise. The patient underwent an ablation procedure. During the procedure, noise and oversensing was observed on the left ventricular (lv) lead and the lead was also noted to not be fully inserted into the device header. The lv lead was pushed all the way into the device header and no further noise was observed upon completion of the ablation. The root cause of the noise on the lv channel was felt to be related to the ablation procedure as it only occurred during the procedure. The rv lead was surgically abandoned and replaced. The root cause of the noise on the rv lead was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.